Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (unable to perform detect and treat) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting ECG 'a' and ECG 'b' was pulled from the strain relief. The cause of the test failure was the pulled cable. The root cause of the pulled cable cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.